Manufacturer narrative:
Based on additional information received by coopersurgical, inc. It has further been determined that the complaint condition is not a reportable event in that there was no adverse event. There was no patient injury. There is no indication that a recurrence of would result in either. Coopersurgal , inc will proceed with this as a standard product complaint investigation and not a product malfunction investigation.

Event description:
(B)(6) 2022 dr (B)(6) stated that when trying to inflate the fp that she had difficulty inflating it. She took it out of patient and repositioned fp and tried again to inflate with a bit more success the second time. 11/5/2022 I received a phone call from one of my gyns (dr (B)(6)) this past thursday morning regarding her having difficulty inflating our fetal pillow during a c-section. She was concerned about it due to her using it twice before with great success. 1216677-2022-00304 fetal pillow box of 6 fp-010 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
I received a phone call from one of my gyns (dr (B)(6)) this past thursday morning regarding her having difficulty inflating our fetal pillow during a c-section. She was concerned about it due to her using it twice before with great success. Fetal pillow box of 6 fp-010 (B)(4).